Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Results: no defects could be detected during the visual inspection. Next we tested the permeability of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. There were no visible deposits observed inside the valves. Based on the results of our examination, we cannot confirm the suspicion of "occlusion" at the time of our examination. At the time of the investigation we do not know how the functional impairment occurred in the past. Please note that even small amounts of non-visible deposits endanger the integrity of the valves. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The reporter pointed out that after 2 month and 9 days the valve had a blockage. Patient information: age: (B)(6) year. Weight: (B)(6). Height: 172 cm. Gender: unknown.